Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that a stent damage occurred. The target lesion was located in a coronary artery. A 4.00 x 20 synergy drug-eluting stent was advanced for treatment. However, during insertion, the stent struts got flared. The procedure was completed with a 4.0mm x 28mm synergy drug-eluting stent. No patient serious injury nor complications were reported.